Manufacturer narrative:
The device history record for the reported lot number, 0202859018, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The actual device is reported to be available but has not been returned for evaluation. All information reasonably known as of 15-jun-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 600 ml, flow rate: 8 ml/hr, procedure: ankle surgery, cathplace: unknown, date/time when infusion started: (B)(6) 2018 2:00 pm, date/time when infusion ended: (B)(6) 2018 8:00 pm. It was reported the onq pump finished in 54-hours, sooner than expected. The patient had surgery from 9:00 am to 12:00 pm and the pump was placed at 2:00 pm on monday (B)(6) 2018. The patient noticed the pump was empty on (B)(6) 2018 at 8:00 pm. The patient stated she never changed the rate from 8 ml/hr. The patient stated she never had any toxicity side effects (heart racing, metal taste in mouth, ringing in ears). The patient had orders to remove the pump when it was empty. The patient removed the pump. The patient was instructed to follow-up with the anesthesiologist and instruct the physician the pump finished early. There was no reported injury.

Manufacturer narrative:
All information reasonably known as of 13-jul-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The pump was received empty and used. The pump was refilled with 0.9% of saline using the repeater pump to the nominal value of 600ml. Infusion verification was performed on all the functional select-a-flow (saf) flow rates. The investigation summary concluded that a fast flow was not observed for the pump. The failure was not confirmed. The root cause was not identified. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.